Event description:
Pt reports their epoprostenol g-veletri pump rate was decreased from 86 to 80ml/24hr as instructed by md due to diarrhea; date(s) unknown. Rph spoke to pt for pump malfunction follow up. Per previous report, the pt was hospitalized due to high pressure pump alarm issue; unknown if the pt is still inpatient date of admittance/ discharge, or length of hospitalization is unknown. Pt reports the following malfunctioning pump info: serial number: (B)(6)/ maintenance due date: 04/26/2025 and serial number:(B)(6) / maintenance due date: 03/29/2025. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm, occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Ref report: mw5162548. The following info was obtained from the pt. Did the reported product fault occur while in use with the pt? Yes, did the product tissue cause or contribute to the pt or clinical injury? No, but pt was hospitalized due to malfunctioning pumps. Is the actual device available to be returned or investigation? Yes, did pharmacy replace the device? Yes, did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.